Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects at air water cylinder and air water tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the error code displayed on screen was traced to be component failure. Regarding the foreign objects, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code displayed screen during reprocessing involving an olympus colonovideoscope. There was no patient injury reported.